Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the error codes generated by the device.

Event description:
It was reported that while in patient use, the ventilator generated a procedure error message. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. The customer states that the compressor shut off and that the clinician may have turned the ventilator off and back on.